Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent revision or corpectomy/ fusion surgery in which rhbmp2/acs was used. Reportedly, post-op, patient complained of unspecified injury.